Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00824 and 3007042319-2016-00825) submitted for devices related to the same event.

Event description:
It was reported that the patient said the connector just pulled out when they were going to change their battery. Lvad controller had connector completely pulled out (picture to be sent). Rvad controller was also loose and looked like would come out as well according to the coordinator. Left controller was replaced with backup and backup was replaced with a new one as well. The patient had no impact during the event and exchange of controllers. Investigation is ongoing.

Manufacturer narrative:
Two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the device revealed that the device failed to meet specifications. Controller (B)(4) passed functional testing but failed visual inspection as a result of power source connectors (port 1 and port 2) found loose from the controller housing. Controller (B)(4) failed visual inspection as a result of power source port 1 connector found loose from the controller housing and power source port 2 connector nut found not engaged. After port 2 nut was tightened, the controller passed functional testing. The issue with loose connectors is currently being investigated. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; however, this issue is still investigated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports 3007042319-2015-00825 and 3007042319- 2015-00824 submitted for devices related to the same even.